Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 05-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that the pump was due to be replaced in september due to normal battery depletion and the doctor was refusing to replace the pump because the patient was too high of a risk for anesthesia. Patient asked if he could have the pump replaced with local anesthesia. Patient stated he asked the doctor but the doctor had not responded. Agent redirected patient to their healthcare provider to further address the issue. The patient then stated that after the current pump was implanted, he went home that night his body was spasming and he went to the emergency room (ER) and they had to do a 2nd surgery and he woke up in the intensive care unit (ICU) and the doctor had never told him what had happened but he woke with a cardiac problem and acute kidney injury. Patient confirmed this report was related to the current implanted pump. Patient stated the doctor told the patient he had 24 hours of restless leg syndrome and he had never heard of that before. Additional information from the healthcare provider (hcp) reported that the patient was readmitted next day because of spasms. The hcp revised the pump and the catheter and did not find any problem with them. Everything was working well. He was monitored for several day, initially in the intensive care unit (ICU). His spasms improved and was discharged.

Manufacturer narrative:
Correction to update b5 event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that the pump was due to be replaced in september due to normal battery depletion and the doctor was refusing to replace the pump because the patient was too high of a risk for anesthesia. Patient asked if he could have the pump replaced with local anesthesia. Patient stated he asked the doctor but the doctor had not responded. Agent redirected patient to their healthcare provider to further address the issue. The patient then stated that after the current pump was implanted, he went home that night his body was spasming and he went to the emergency room (ER) and they had to do a 2nd surgery and he woke up in the intensive care unit (ICU) and the doctor had never told him what had happened but he woke with a cardiac problem and acute kidney injury. Patient confirmed this report was related to the current implanted pump. Patient stated the doctor told the patient he had 24 hours of restless leg syndrome and he had never heard of that before. Additional information from the healthcare provider (hcp) reported that the patient was readmitted next day because of spasms. The hcp revised the pump and the catheter and did not find any problem with them. The hcp stated that the cause of the event was not determined, no clear explanation for the event. Everything was working well. He was monitored for several day, initially in the intensive care unit (ICU). His spasms improved and was discharged.